Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to unspecified reasons. An ams700 21cm cx device and 100ml conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 01:57 pm CT. The report number is being corrected from: 2183959-2018-61962 to: 2183959-2018-61935.

Event description:
Additional information provides details that reveal the device meets exemption e2004009 and is not reportable. It was reported that the patient's ams700 inflatable penile prosthesis was removed because the device no longer functioned. An ams700 21cm cx device and 100ml conceal reservoir were implanted.